Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted and not replaced. The patient was also treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: dtpa2qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.